Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.